Manufacturer narrative:
Section h6: correction. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 lvas, serial number (B)(4), could not conclusively be determined through this evaluation. The device was not explanted and was not returned for evaluation. The current heartmate 3 lvas IFU lists right heart failure, respiratory failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired due to multi-system organ failure. No additional information was provided.